Event description:
It was reported that ¿a couple months¿ prior to report the patient began to see a screen they had never seen on their patient programmer before. It was determined the screen the patient was seeing was the ¿in the box¿ icon. On the day prior to report the patient met with the manufacturer representative and was told to call the manufacturer about the issue. While on the call the patient used the patient programmer and got the ¿poor communication¿ screen followed by the ¿in the box¿ icon. The patient also mentioned they had seen the ¿call your doctor icon¿. The patient had been sick and was not able to call the manufacturer sooner to address the issue. Since seeing the ¿in the box icon¿ the patient had been unable to use the patient programmer or adjust stimulation. One month prior to report the manufacturer representative had met with the patient for a replacement patient programmer and at that time the stimulation was working great and it was unknown if the patient has used the patient programmer since the visit last month. The manufacturer representative saw the patient on (B)(6) 2014 and the cause of the event was unknown. It had not previously occurred, did not happen while syncing, making adjustments, or following recharging. The manufacturer representative interrogated the device and it started to work just fine. Upon return of the device to the manufacturer it was determined the digital board was corroded and was scrapped. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 3550-29, lot# n233233, implanted: (B)(6) 2010, product type: accessory; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).